Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-00821. It was reported the patient experienced a fall. Afterwards, the patient began to receive inadequate coverage. An impedance check revealed high impedance on the patient's right lead. X-rays revealed the patient's right lead had migrated and was fractured. As a result, the lead was explanted and replaced. Surgical intervention addressed the patient's issue. Note: both of the patient's leads are being reported as explanted because it is unknown which device was replaced.